Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device eval code changed to discarded, h6 problem code - changed to electrical/electronic property problem. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct 2019 through sept 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213)/67 communication/interviews were performed to obtain all possible information. Device discarded: (4115/3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor stopped working. No energy being applied. No notified loose connections. No reported patient effects/ or conditions. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.